Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm on the homechoice (hc) during dwell 5 of 5 of peritoneal dialysis (pd) therapy. The home patient (hp) had 3 bags connected. The hp reported there were no loose connections. During the call, it was noted that there was a leak at the connection to the heater bag due to a loose connection. The baxter technical service representative (tsr) assisted the hp on cycling the power the hc machine to clear the alarm and to se 2367 (fail safe shutdown). The hp would contact their pd nurse. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. It was noted that the customer reported there was a leak at the connection to the heater bag. A leak in the disposable set is a known cause for this type of alarm. Should relevant additional information become available, a follow-up report will be submitted.